Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support.